Manufacturer narrative:
Cycler returned for evaluation and no problem found. Cartridge discarded and not available for inspection. Review of cycler data logfile shows cycler was performing as intended, treatment goals were achieved, rinseback was not performed. User's guide includes appropriate warnings that a trained and qualified person must observe all treatments and that a pt should never dialyze alone. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Hemodialysis pt found unresponsive with both pt blood lines still connected to dialysis catheter. CPR was initiated and unsuccessful. Cause of death unk to facility staff.